Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number has been requested.

Event description:
The customer reported that alarms were not paged, and a patient expired. There was no problem with the patient monitor or central station.

Manufacturer narrative:
A philips product support engineer (pse) was provided information on this case. According to the information provided, the alarm missed was "ECG-electrodes off (yellow)", which occurred on bed 1a-m5 at 04:33am on (B)(6) 2019. The pse reviewed the care event server logs and event workflow database. The event workflow showed the careevent server received ECG messages from the patient monitoring system at 4:33:51am the ECG was sent to user p1m5a at 4:31; the time difference from 4:33 would be due to a difference in the time settings between the paging and bedside systems. User p1m5a escalated the alert, but because p2m5a delegated level 2 events to p1m5a, the alert was sent back to user p1m5a. The alert was ended at the bedside monitor zm5b. There was no product malfunction; this was a user issue. The primary nurse was p1m5a and the backup nurse or next level of escalation was p2m5a. The backup nurse p2m5a delegated (meaning that the user sent all alerts to another nurse) all messages back to p1m5a; therefore, when the ECG event occurred the alert was sent to the primary nurse p1m5a, the phone was notified of the message but the nurse did not respond. The system then sent the message to next level of escalation, which was p1m5a again. The alert was eventually canceled on the patient monitoring system. The investigation results were provided to the customer. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.